Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, blood glucose (bg) was "high" via the continuous glucose monitor. However, customer was unsure of cause of bg. Customer changed the site, no damage was reported to the site, and reported that bg was continued to stay elevated. Bg was addressed with boluses and by customer drinking water. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified related to the reported elevated blood glucose.